Event description:
"Acct" reports that the "set comes apart during use". Connector disconnected while on a patient. No patient injury as disconnection was noted immediately. Incident occurred on pediatric patient.